Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 21:43:10. During night drain cycle five, the patient's ultrafiltration reading was 1625ml, indicating the home patient drained 1325ml more than their maximum programmed fill volume of 2000ml. No further information was available.